Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on an unspecified date. The patient's blood glucose levels, duration the pod was worn, symptoms and treatment were not reported. It was only reported that the patient went to hospital with dka, the pod was leaking insulin and that the patient had also complained of the pod hurting and burning. It was not reported when the patient was discharged from hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.4, hardware: iphone17.1, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.